Event description:
It was reported that during a device change out procedure, the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.